Manufacturer narrative:
Product analysis: analysis found that the cursor did not coincide with the position of the pen. The stylus pen was calibrated. The programmer then passed functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor on the programmer screen did not coincide with the position of the stylus pen. The programmer was returned for servicing. There was no patient involvement.